Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set had foreign matter the following information was received by the initial reporter with the following: it was reported by customer that the smudge of a foreign substance inside the chamber of blood set#: 2477-0007.

Manufacturer narrative:
Investigation summary: the customer reported a smudge on the drip chamber blood filter, and returned one sample of material 2477-0007, lot 24095309. Upon initial visual examination, the set had a smudge on the inside of the drip chamber, on the plastic of the filter. The complaint is verified. The sample was sent to the supplier of the drip chamber and spike component for further analysis. The supplier investigation found no other related events in the device history record using material and batch. They have a control plan in place, which did not have any record of contamination. This is an isolated complaint, and future issues will continue to be monitored. No root cause was able to be determined due to no record of similar issue, and no actions are necessary based on occurrence risk.

Event description:
Sample received.